Event description:
Discordant results for alpha-fetal protein (afp) were obtained on an advia centaur instrument. The customer found lack of reproducibility in both quality control (qc) and patient samples. There are no known reports of patient intervention or adverse health consequences due to the discordant afp results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of discordant afp results was misalignment of the sample probe. Also the customer experienced lack of reproducibility with the qc but meanwhile was running patient samples and releasing results. The fse aligned the sample probe. The instrument is performing within specifications. Further evaluation of the device is not required.